Event description:
It was reported that the patient had significant weight loss that resulted to increased implantable pulse generator (ipg) charging. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket was revised. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient had significant weight loss that resulted to increased implantable pulse generator (ipg) charging. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket was revised. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.